Manufacturer narrative:
The hill-rom tech found the latch pin on both intermediate siderails is worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech ordered the new pins and the account replaced to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the left foot siderail false latched. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).